Manufacturer narrative:
Facility staff attributed the alarms and blood loss to the operator not following instructions per the user's guide. There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the extracorporeal circuit. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An arterial air alarm and venous pressure high alarm occurred at the start of a routine hemodialysis treatment. The operator was unable to resolve the alarms. Treatment was discontinued without performing rinseback of the pt's blood due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's hb was 9.5 g/dl on (B)(6) 2012 and decreased to 8.3 g/dl on (B)(6) 2012. Standard epogen dosing was increased on (B)(6) 2012 from 16,000 units to 20,000 units. No other medical intervention was required.